Manufacturer narrative:
The investigation into the reported pump stop/ unable to start was completed. The device was returned for evaluation. Functional testing of the pump was able to duplicate the high motor current pump stop alarm and controller failure alarm. CT scan of the motor revealed a motor cable line disconnect from the motor pcb with insufficient molding epoxy observed around the soldering area. The root cause of the pump unable to start was insufficient delo on the motor pcb motor cable solder joints resulting in an open electrical line. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 46-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a pump stop/failure to start. The device would not start despite multiple attempts and exchanging bthe automated impella controller (aic). Another device was subsequently implanted without issue. There were no reports of harm to the patient.